Manufacturer narrative:
Product event summary # product ID# sedr01. The device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempt(s) for additional information via the funeral home and physician office were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product ID 5076-45 implanted: 2005 (B)(6); product ID 5054-58 implanted: 2005 (B)(6). (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from the springs funeral home with limited information. Information identified in the paperwork indicated the patient died approximately four months post implant of the ipg. A cause of death was requested and not received.